Manufacturer narrative:
Investigation is ongoing. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the complaint description: "mitch, we had a poly swap on friday and another one is supposed to go tomorrow." "Customer complaint advocate called the distributor sales representative and he reported that he has very limited information. He does know that the patient had an infection. That when there is an infection, this particular medical group has a process where they go in and clean the infected area, replace the poly and then three days later they go back in and replace the poly again." "On 31jul2024 follow up information was received from submission #(B)(4) patient presented with an infection. Vega ps total knee was previously implanted, surgeon did an I&d and swapped the poly. Is this device available for evaluation?:* no. Did the incident occur in surgery?:* no. If not, where? (I.e. Central sterile):* infected total knee, requiring a poly swap. Did this incident cause or contribute to serious injury or death?:* no. Did this incident cause or contribute to a delay in surgery?:* no. Type of procedure:* total knee". The adverse event is filed under aesculap ag reference (B)(4).

Manufacturer narrative:
Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.